Event description:
It was reported that the patient's left knee was being revised due to instability. The tibial component and insert were revised. The surgeon did not comment intraoperatively.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown size 6 tibial component. Additionally, an unknown 9 ps insert was reported. At this time, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.